Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it was discarded by the site. Obtaining the device may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, restenosed lesion in the mildly tortuous mid femoral artery. An emboshield nav6 lg 190 embolic protection system (eps) was prepped without issue. While positioning the nav6 over the provided 300cm barewire, the physician felt a slightly strange, stiff feeling; the device was difficult to position in the lesion. The filter was deployed without issue. The nav6 delivery catheter (dc) was retracted without resistance, however, it was noted that the proximal shaft was fractured (but not separated into two pieces) and the proximal end of the nav6 dc pod had separated; no parts of this device separated in patient anatomy. After completing the procedure, the filter was able to be retrieved from the anatomy without difficulty. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.